Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the hinge of a silent nite device broke. Patient first used the device on (B)(6) 2023. After using device for some time patient reported on (B)(6) 2024 that the hinge de-bonded from the acrylic trays and discontinued using device. Patient has history of sleep apnea and taking gabapentin. The device was cleaned and maintained with soap and water and occasionally with toothpaste. There are no known allergies reported. Provider stated patients' weight is between 165-185 lbs.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected and found broken part by anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4) .

Manufacturer narrative:
Corrected: g3,h6. Manufacturer reference: (B)(4).